Manufacturer narrative:
(B)(4). An unspecified lot number. One single-use device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that at least six large volume folfusors leaked. Four devices leaked from an unspecified location, one device leaked from the blue winged luer cap, and at least one device had a drop of solution come out from the end of the infusion line when the device was first connected to the patient and a drop of solution come out from the end of the infusion line when the device was disconnected. Five events occurred prior to patient use with no patient involvement, and at least one event occurred during patient use. No additional information is available.